Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional and visual testing was performed. The reported issue was unable to be confirmed. No problem could be found with the pump "double beep no cassette" issue during the investigation. Fluid ingressions were found on pump by the chassis base of the downstream occlusion sensor. The "double beep no cassette" issue possible was caused by fluid ingressions. It?s recommended that the downstream occlusion sensor to be replaced.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited double beep with no cassette. No patient involvement reported.